Event description:
It was reported that subsequent to a coronary stent procedure, the tip of the wire became caught and separated inside of the pt. The pt went to bypass surgery. The wire tip remains in the pt. Pt status is listed as "okay".